Event description:
It was reported that non sustained lead noise was observed via a merlin.net transmission due to post-paced t-wave oversensing. The patient is an asymptomatic. The oversensing was noted on a stored egm. Programming changes were recommended.